Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) with a paper copy of the original packaging label that matches the sample. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The teflon sheath was on the iabc. A bend was noted to the iabc at approximately 65.6cm from the iabc distal tip. A kink was noted to the iabc at approximately 44.0cm from the iabc distal tip. Dried blood was noted on the exterior of the sample; no blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The cal key and fos were connected to the iabp without difficulty. The pump displayed "fos sensor connected, connect cal key to zero" and displayed fos status "ck" (cal key), indicating that the cal key was not recognized by the iabp. The cal key was removed and rotated 180 degrees and then reinserted with the same result. The fos cal key was visually inspected again, and no damage was noted. The fos could not be autozeroed by the pump due to the unrecognized cal key. Upon further inspection, the fos fiber was found fully intact. The iabc was leak tested in accordance with testing methods from manufacturing procedure. External leaks were immediately noted and located around the bifurcate bushing and around the fos adhesive. Upon microscopic inspection, an external leak occurred at the proximal end of the bushing and from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 44.1cm and 65.5cm from the iabc distal tip, which are the locations of a previously noted bend and kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss 2 alarms" is confirmed. During the investigation, external helium leaks were confirmed from the intra-aortic balloon catheter (iabc) bifurcate fos adhesive and bifurcate bushing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate fos adhesive and bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the bifurcate leak issues.

Event description:
It was reported " suspected iab membrane failure". Additional information states "immediate helium loss 2 alarms when [the user] would attempt to start pumping. [The user] stated there did not appear to be any loose connections nor any kinks in theline. [The user] denied any presence of blood in the driveline tubing. It was also reported via the customer that the iab catheter was removed and replaced to continue therapy. The second catheter inserted was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " suspected iab membrane failure". Additional informaiton states "immediate helium loss 2 alarms when [the user] would attempt to start pumping. [The user] stated there did not appear to be any loose connections nor any kinks in theline. [The user] denied any presence of blood in the driveline tubing. It was also reported via the customer that the iab catheter was removed and replced to continue therapy. The second catheter inserted was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).